Event description:
The affiliate stated the customer reported unknown fluid leaked within the instrument involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The customer stated patient results were not impacted. There was no patient injury associated with this event. The customer indicated the facility has an exposure control and risk management plan in place for biohazard material. During system diagnostics, the customer discovered cut tubing through pinch valve pv42. The customer replaced the cut tubing and resolved the fluid leak issue. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the fluid leak issue through system troubleshooting. In conclusion, the likely cause of the event is attributed to the cut tubing through pinch valve pv42. A definitive cause of the damaged tubing is unknown. (B)(4).